Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error the day of the phone call and a week prior. The customer's blood glucose was 60 mg/dl which was treated with 18 grams of carbohydrates. The customer stated that the low blood glucose was not due to the insulin pump. They stated that they were very active and it was very hot outside. The alarm occurred during bolusing, on both dates. The device was not exposed to any strong magnetic field or MRI. They are using the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Cracked battery tube threads and cracked reservoir tube lip noted.